Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent revision total knee replacement on (B)(6) 2014 ( hospital). At this stage a pfc tc3 rp system was utilized with a tabecular metal patella component from zimmer biomet. Patient has reported and ongoing niggle and has not been totally satisfied with the outcome. Patient has recently presented with a painful knee. The crp was reviewed and came back with an elevated reading indicating a knee infection. A decision was made to open the knee and perform a washout and bearing exchange on (B)(6) 2020. On opening the knee, there were no obvious signs of infection. Multiple soft tissue samples were taken, the knee debrided and washed out and new poly bearing implanted. It was noted that the knee was a little loose so the 10mm bearing that had been removed was replaced with a 15mm bearing.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.